Manufacturer narrative:
Other excluder system components include: pxc121400/05547299, pxc121000/05506624 and pxl161207/04800289. The review of the mfg paperwork verified that this lot met all pre-release specifications. Imaging evaluation findings: one time point available, cannot confirm aneurismal enlargement with available uploaded images. No contrast visible outside implanted devices. Contrast appears with multiple lumbar arteries as well as the ima at the level of implanted devices. Maximum aneurismal diameters appear to be 75.5 mm x 103 mm with an average diameter of 89.25 mm. Per the gore excluder aaa endoprosthesis instructions for use (IFU), users are made aware of the risks associated with type ii endoleaks and are instructed to consider the risk and benefits discussed in the IFU for each pt before using the devices. Specifically, the IFU warns that adverse events that may occur and/or require intervention include, but are not limited to: endoleak.

Event description:
On (B)(6) 2008, the pt was implanted with four gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2008, computed tomography (CT) scan revealed the aneurysm measured 74 mm x 60 mm in diameter. On (B)(6) 2011, CT scan revealed a suspected type ii endoleak with aneurysm growth. The aneurysm measured 75 mm x 103 mm in diameter at the time. The pt was to be scheduled for a secondary intervention on (B)(6) 2012, to treat the type ii endoleak.